Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, recaptured and redeployed 4 times since the closure device was not in an acceptable position. The closure device was finally implanted. At that time, it was noted that a small pericardial effusion had grown in size. A pericardiocentesis was performed and blood reintroduced back into the patient. During this the patient went into cardiac arrest and required resuscitation. Because of the resuscitation, the device came out of the laa. The patient was brought to surgery where the closure device was removed from the patient and the laa was clipped. The patient was stable following these events and was expected to make a full recovery.